Event description:
It was reported that the cot was positioned at half height, a patient sat on the edge of the cot and the head end dropped. No adverse consequence or clinically relevant delay in treatment was reported.